Event description:
It was reported to boston scientific corporation, that a radial jaw pulmonary forceps was used during a bronchoscopy procedure performed in 2009. According to the complainant, the patient was having biopsy samples taken from a mass in the upper lobe of the right lung. One biopsy sample was obtained without complications. After a second biopsy sample, the forceps was being removed from the scope and became stuck. The device and the scope were removed from the patient in tandem. Heavy duty scissors were used to cut the forceps from the distal end of the scope. The forceps appeared to be frayed. When opened, wire-like looking fragments protruding from the jaws were noted. It is not believed that any fragments came off the device and fell into the patient. The patient was re-scoped and the procedure was completed with another radial jaw device. Some bleeding was noted from the biopsy site, however, it is unknown if the bleeding was caused by the biopsy device or the patient's condition. The patient's condition at the conclusion of the procedure was reported as okay and was discharged.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.